Manufacturer narrative:
Event summary: as reported, during a celect filter retrieval a cloversnare 4-loop vascular retriever was in use when one of the snare loops broke in half. The broken loop was still attached to the snare. The snare and snare catheter were then removed and another same device was used to remove the filter. No portion of the device was left inside the patient. This did not result in any additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawing, specifications, the instructions for use, manufacturing instructions, and quality control data. The complainant returned the complaint device to cook for investigation. Physical examination of the returned device found the snare loop to be broken. No other visible damage was observed. At this time, cook concluded that the device was manufactured within specification. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: "excessive force should not be used to manipulate or retrieve foreign objects." Cook has concluded a component failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a celect filter retrieval a cloversnare 4-loop vascular retriever was in use when one of the snare loops broke in half. The broken loop was still attached to the snare. The snare and snare catheter were then removed and another same device was used to remove the filter. No portion of the device was left inside the patient. This did not result in any additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to this occurrence.